Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The "unload from guide #2" alarm without a set loaded was confirmed through baxter's functionality testing, as well as reproduced through further investigation. This condition was determined to have been caused by a damaged lower latch switch. The lower auxiliary assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing, a spectrum pump prompted the user to unload the set from guide #2 when the set was not loaded. There was no patient involvement.